Event description:
It was reported that in order to perform a pta in the left carotid, the accunet system was positioned, and the procedure was performed without technical or clinical problems. When the physician was recovering the device, using the appropriate recovery catheter, it was observed, under scopia, that the distal filter basket had detached from the guide wire, distal to the stent. The device was surgically removed after about 60 mins with residual modest motor deficit at the right hand. Four days after the intervention, a cat of the encephalon was performed and there were no recent ischemic lesions.